Manufacturer narrative:
H6: patient code c50790, eval code method 4117, eval code-result 3221, and eval code-conclusion 67 no longer apply. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked to clarify what the patient's trial was for, the hcp said the patient didn't have issues with urinary retention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were constipated. They added that they were also experiencing cramping and the urge to go, but they were unable to do so. Two days later, patient said they will be going to their healthcare provider's (hcp) office to have their bandages changed as they are soiled and they have an itching feeling on their lower buttocks. They noted that their urge is a little stronger and their leaks are a little more frequent. On july 26, patient noticed a pus blister on their lower buttock which opened up overnight, but has since scabbed over. As a result of what was reported, they were advised to contact their hcp. No device issue was reported and no further patient complications have been reported as a result of this event.